Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2015. The original surgery was dated (B)(6) 2014. The revision surgery was a result of infection. In the revision, the bipolar was revised to a new implant of the same size, the femoral head was revised from a 28mm x -3.5 mm to a 28mm x +7mm implant and the k1 hip stem was revised from a 8 lat + to a size 6 lat.